Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a low suspend alarm from the sensor. The customer's blood glucose reading was 243 mg/dl. The customer stated that the pump suspended and the sensor glucose showed low. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer was advised if sensor versus blood glucose issues recur to call for further assistance.